Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that ever since the patient had the ins implanted it had not been working correctly where they couldn¿t feel the stimulation. The caller stated they spoke to their healthcare provider and they instructed them to try different programs. The caller stated they had tried the programs and turned up to 8.5v and couldn¿t feel stimulation. The caller then tried program 3 and felt a little stimulation at 6.0v but barely felt it. The caller stated then the night before the report they didn¿t know what happened or how, but the ins started electrocuting them. The patient disconnected to call as they were receiving another call. No further complications were reported.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the 0, 1 and 3 conductor(s) was/were broken at the proximal end of the lead. Analysis identified the outer insulation of the lead was separated at the butt joint near the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the patient was helping to hang a tv, reached or lifted up high and felt a shocking sensation in their vaginal area. The rep noted the patient reported this happened twice and eventually they just turned the ins off. The day before the call the healthcare provider was planning to remove everything and perform a stage 1 trial. An x-ray was performed before the procedure and it was discovered that the patient had an active system (ins in right buttock connected to a left on the left side) but also had an abandoned lead on the tight side ¿just floating¿ and not connected to anything. The rep stated the healthcare provider removed both leads and ins, and upon removal it was noticed that a piece of what appeared to be plastic from where the lead connects to the ins had dislodged. The rep noted the healthcare provider cont inued with lead implant and the patient was currently undergoing a stage 1 trial. It was noted that impedances were not checked prior to the procedure and the rep speculated if possibly the dislodged piece of plastic or abandoned lead could have bene causing shocking. Additional information was received from a consumer indicating that the patient had the implant removed because it was malfunctioning, it wasn¿t working for a month or two. The patient noted their rep told them to increase stimulation as high as they could, they increased to 8.0 and weren¿t able to feel stim. He patient left stimulation at 6.0 and then about a month later decided to use the programmer and it ¿zapped¿ them. The patient stated they were in a lot of pain and needed to figure out how to stop the zapping. The patient stated the device was removed and they found some things that were ¿frond¿ with it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient no longer felt stimulation and their symptoms had returned. The patient stated they had tried different programs and felt no stimulation on any of them. While on the call the patient was on program 4 at 8.5 and they originally were set at 0.8. The patient stated they had a minor procedure done where they were given proprovault through an IV and then they did some hip injections (needle and steroids in their hips) and since then it had not been working. Syncing with the programmer showed the stimulation was on. The patient tried on the phone as well as before they called and could not feel stimulation on any of the programs, even at the highest level of stimulation and they were not getting any relief. Physician listings were sent to the patient and they were advised to contact one to discuss their symptoms and request to meet with a representative to have the device checked and possible reprogramming. On (B)(6) 2019 the patient called back and noted they had a healthcare provider that they could go to. The patient was advised to have the healthcare provider¿s office page a local representative. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that so far nothing had been done to resolve the electrocution from the ins, but they were scheduled to fly back to see their healthcare provider to get a brand-new device on a different site. When asked if the electrocution had been resolved, the patient replied a little. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that, as actions taken, they contacted the manufacturer¿s representative when they became aware of the issue. The patient was told that their physician in iowa should be able to replace their lead or refer them to a physician that could. The hcp reported that their other option would be to return to arizona to follow up in their clinic. They also reported that it was unknown if the issue had been resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Additional information was received and it was reported that the patient will have their device removed on (B)(6) 2020. No further complications were noted or anticipated.